Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9346284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported while using bd pegasus bl 22gax0.75in prn-cap y non-pvc the prn was damaged and leakage occured. The following information was provided by the initial reporter, translated from chinese to english: teacher feedback in CT room: heparin cap with the needle was broken under high pressure treatment, but bd¿s heparin cap couldn't have this problem.